Manufacturer narrative:
Additional procodes: hsz, gfa, gff. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that the patient underwent an open reduction internal fixation (orif) surgery of the right patella on (B)(6) 2019. A cannulated drill bit fragmented over an unknown guide wire when the surgeon was using it during the procedure. Some of the drill bit remained in the patient and other parts had fallen onto the sterile drapes. After taking x-rays, the surgeon decided to leave the small fragments in the patient. Surgical outcome is unknown. There was no patient outcome reported. Concomitant device: guide wire (part: unknown, lot: unknown, quantity: 1). This report is for a 2.0mm cannulated drill bit. This is report 1 of 1 for (B)(4).